Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer stylus would work intermittently. It was confirmed that programmer would not update software. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would work intermittently and that the programmer would not update software. The programmer was returned for service. No patient complications have been reported as a result of this event.